Event description:
The customer heard a loud popping sound and observed smoke coming from the alinity I processing module. The analyzer has been offline since then. There was no damaged to the surrounding area of the lab. No injury to the user was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed that the main power supply processing module would not power on, blown fuses and no led¿s were lit. The main power supply processing module (part number a-30103383-03) was determined to be the likely cause for the issue. The fsr replaced the main power supply processing module to resolve the issue. An instrument service history revealed no additional issues of smoke and popping noise from a part reported for (B)(6). A review of tracking and trending did not identify any adverse trend of the main power supply processing module with regards to the current issue. The device history records were reviewed, and no non-conformances or deviations were identified. The 2022 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The smoke and popping noise observed was limited to main power supply processing module; the smoke and popping noise did not spread to other parts of the module. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial number (B)(6) or the main power supply processing module was identified.